Event description:
Caller tested 2.1 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Changes were made as the strips for this lot were not returned by the customer. No strips were returned.